Event description:
It was reported that esc button was not responding. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners. All buttons functioned properly. However, the pump had no button response due to moisture damage on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.